Event description:
The customer reported being hospitalized with low blood glucose of 95mg/dl. The customer stated that she blacked out, fell down the stairs, and hit his head. The paramedics were called and his glucose reading was 91mg/dl. The customer mentioned that he has a minor heart condition, and the doctor was running some tests at time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.